Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy appearance in drained fluid and "shivering while inflow". The cause was unknown. It was reported that the patient was not hospitalized for the event. The patient was not treated for the event. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available.